Event description:
It was reported that at least one bd safetyglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: the needles has been causing issues when they go to give medication. They are stating that they meet resistance when administering a vaccine or shot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd safetyglide¿ needle experienced a clogged needle. The following information was provided by the initial reporter: the needles has been causing issues when they go to give medication. They are stating that they meet resistance when administering a vaccine or shot.

Manufacturer narrative:
H6: investigation summary: it was reported that cannot push the vaccine through the needle. A device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1340735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with the device history record review analysis the symptom reported is confirmed.